Event description:
It was reported that the patient¿s pump was alarming critically and confirmed via telemetry due to zero reservoir volume. Per reporter patient had allowed pump to go empty. Healthcare provider (hcp) was planning to explant and wanted alarm silenced until explant occurred. Per reporter there were two years left on pump before eos (end of service). Patient had travelled to (B)(6) and had attempted to get refills however couldn¿t do so due to insurance issues. Reporter did not know how long pump had been dry but indicated that the patient was last seen (B)(6) 2013 by the local clinic. Patient was reportedly in pain. Drugs delivered via the device were hydromorphone and bupivicaine

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).